Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced high blood glucose level. The customer's blood glucose level at the time of incident was 428 mg/dl. The customer declined troubleshooting for high blood glucose. It was reported that sensor unable to calibrate and sensor was inserted in bottom part of bicep. It was stated that there was positive result in ketones test and customer experienced symptoms like nausea. The insulin pump will not be returned for analysis.